Manufacturer narrative:
Other, other text: device evaluation: the investigation found that the pressure did not rise above 257 mmhg on the device. The chambers were found to be leaking, dropping around 10mmhg every two to three seconds. The investigation found that the deflate valve where the elbow connects to it was cracked. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that during pre-test, the pressure chambers of a smiths medical level 1 trauma fast flow was failing to hold pressure. No patient was involved in this event. No adverse effects were reported.